Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hernia procedure, a piece of the jaw liner disengaged from the dissector and fell into the patient cavity. The procedure was continued without removing the worn out tissue pad. Another dissector was opened and installed onto the system in order to complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). A video of a sonicision cordless ultrasonic dissector being used in a procedure was returned for evaluation. Analysis of the video revealed that the dissector jaw liner partially melted during use. The customer reported device jaw liner had melted and the melted residue disengaged into the cavity. The reported condition was confirmed. Analysis of the video sent in showed that during the procedure the device was activated with the jaws closed without having sufficient tissue within the jaws. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaw liner eventually the waveguide.